Event description:
Baxter received a report from a baxter technician stating the brakes are not holding. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the brakes needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 6, 2025 it is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.